Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer's blood glucose was 900 mg/dl at the time of the incident. The customer also had a low incident on (B)(6) 2017. The customer was given fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.